Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability updated to no. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Note: for this complaint the customer returned a ieha443. The returned abutment is recorded as a concomitant since there was no malfunction identified with the abutment. Zimvie did not receive one (1) ieha344, (certain bellatek encode healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ieha344 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : fit : does not seat based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper technique used during placement/seating. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided d10: concomitant medical product: ieha556, certain¿ bellatek, encode, healing abutment 5mm(d) x 5.6mm(p) x 6mm(h), lot: unknown (x2). Ieha344, certain¿ bellatek, encode, healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h), lot: unknown (x7). H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that after several tries, the abutments did not seat. No impact on the patient was reported. The process was completed with another instrument.